Manufacturer narrative:
Evaluation summary: one sample returned for evaluation contained in a plastic bag without its original unit pack. Also contained in the plastic bag is broncho cath suctions and assemblies without their original unit packs. The returned unit was inflated using the parameters set out and leak tested under water no leakage detected. The returned unit remained inflated for a four-hour period and no leakages were detected. The reported defect could not be detected on the sample returned for evaluation. The device failed to meet specification as it was received or made available for evaluation. The cause of the observed condition was not determined. The product relates to the reported complaint event. The serial number was provided and the service history record for this device was reviewed for similar complaint modes. Similar complaint mode(s) relevant to this complaint were found in the device service history record. Complaint trends will be reviewed and monitored. No new formal investigation is required, the event will be included in trending and monitoring. The most probable root cause is the end user did not remove the inflation device from the inflation valve. All of our broncho cath product under goes a four hour inflate/deflate test and is it at this stage of the process that any defects are removed from the lot. We would like to draw your attention to our ¿instructions for use¿ under the section ¿warnings / precaution (cuff-related):¿ where is states ¿syringes, three-way stopcocks or other tip devices should not be left inserted in the inflation valves for extended periods of time¿. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the broncho catheter's cuff was observed to have "inflation leakage". The customer indicated that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a cuff with "inflation leakage". The customer indicated that there was no patient involvement associated to this event.